Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(6)).

Event description:
"The tip of the delivery system is not smooth enough, and the femoral artery was scraped at the calcification mottling. So the outer sheath bended and couldn't be advanced any more."